Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6)as follows: it was reported during a posterior pelvic floor repair procedure on (B)(6) 2017, the spiked round disk was attached to the ball spike to reduce a fracture fragment in the patient. The spiked round disk was detached from the ball spike and was lost in the patient¿s body. Surgeon spend approximately two (2) hours attempting to retrieve the device but was not successful. Surgeon proceeded with the procedure, completed the plating, and closed the case. The spiked round disk remains in the patient along with the implanted device. Concomitant device reported: ball spike (part number unknown, lot number unknown, quantity 1) . This is report 1 of 1 for (B)(4).